Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Section b5: additional information was received indicating that the withdraw of the device was performed per the instructions for use (IFU). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (mca) (m2 lower trunk) occlusion from a cardioembolic source in a 98-year-old female, resistance was encountered between the 5x33 embotrap ii (et009533/19k187av) revascularization device and the blood vessel as the device was retracted. Subarachnoid hemorrhage (sah) in the flexion was confirmed shortly after the procedure; the sah remained until the next day. The patient is in heart failure, but the heart failure is not considered to be related to the complaint device. It was reported that the embotrap was used according to the instructions for use (IFU). ¿in the first pass, it seemed that the distal marker was likely to sting, so it was deployed and pulled the thrombus close to the distal but it not reopened.¿ during the second pass, the embotrap was advanced to a more distal location and it was deployed central of the thrombus. Imaging taken after deployment showed a thrombus ¿flying to the peripheral part¿. The physician was not sure when it migrated, but he commented that ¿it might have flown when the microcatheter reached a bend part¿. While retracting the embotrap, ¿he thought that it would be difficult to pull the complaint device due to the coefficient of static friction if it was too slow, so he pulled it earlier this time¿. Tici score of 2b was achieved after the second pass. The procedure was completed as is because the physician judged that the thrombus at the peripheral part would not be able to be removed. Shortly after the procedure, subarachnoid hemorrhage was confirmed in the flexion and subarachnoid hemorrhage remained until the next day. The physician mentioned that the resistance he encountered when the stent was retracted might have caused endothelial injury. He stated: ¿due to the structure of the stent, adhesion to blood vessels is higher than that of other stents (non-j&j) but the risk of vascular endothelial damage is also higher. This adverse event is related to the complaint product.¿. Additional information received indicated that the witdraw of the device was performed per the IFU. No further information was provided at the time of complaint initiation. The device was discarded therefore no further investigation can be performed. A review of the manufacturing documentation associated with lot number 19k187av presented no issues during the manufacturing or inspection process that can be related to the reported event. With the information available and without the product available for analysis, the reported customer complaint of ¿embotrap - withdrawal difficulty from vessel¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Withdrawal difficulty from vessel, vessel injury, thromboembolism, and subarachnoid hemorrhage are well-known potential procedural complications associated with the embotrap device. The root cause of the event could not be determined based on the available information and without procedural films to review; however, clinical and procedural factors including clot burden/characteristics, vessel characteristics, tortuosity, device selection, and operator technique are all factors that may have contributed. The IFU warns the user to not withdraw the embotrap device against significant resistance, and to assess the cause of the resistance using fluoroscopy. It also advises that if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #(B)(4). Updated fields on this report: g4, g7, h2, h4, h6 and h10. The device was discarded therefore no further investigation can be performed. A review of the manufacturing documentation associated with lot number 19k187av presented no issues during the manufacturing or inspection process that can be related to the reported event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Device manufacture date is not available at the time of this report. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
A report from the field indicated that during a mechanical thrombectomy of a middle cerebral artery (mca) (m2 lower trunk) occlusion from a cardioembolic source in a (B)(6)year-old female, resistance was encountered between the 5x33 embotrap ii (et009533/19k187av) revascularization device and the blood vessel as the device was retracted. Subarachnoid hemorrhage (sah) in the flexion was confirmed shortly after the procedure; the sah remained until the next day. The patient is in heart failure, but the heart failure is not considered to be related to the complaint device. It was reported that the embotrap was used according to the instructions for use (IFU). ¿in the first pass, it seemed that the distal marker was likely to sting, so it was deployed and pulled the thrombus close to the distal but it not reopened.¿ during the second pass, the embotrap was advanced to a more distal location and it was deployed central of the thrombus. Imaging taken after deployment showed a thrombus ¿flying to the peripheral part¿. The physician was not sure when it migrated, but he commented that ¿it might have flown when the microcatheter reached a bend part¿. While retracting the embotrap, ¿he thought that it would be difficult to pull the complaint device due to the coefficient of static friction if it was too slow, so he pulled it earlier this time¿. Tici score of 2b was achieved after the second pass. The procedure was completed as is because the physician judged that the thrombus at the peripheral part would not be able to be removed. Shortly after the procedure, subarachnoid hemorrhage was confirmed in the flexion and subarachnoid hemorrhage remained until the next day. The physician mentioned that the resistance he encountered when the stent was retracted might have caused endothelial injury. He stated: ¿due to the structure of the stent, adhesion to blood vessels is higher than that of other stents (non-j&j) but the risk of vascular endothelial damage is also higher. This adverse event is related to the complaint product.¿ the device is not available for analysis. No further information was provided at the time of complaint initiation.